Event description:
It was reported that the customer were hospitalized due to hyperglycemia. Customer's blood glucose value was 20 mmol/l at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported no delivery alarm occurred on empty pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.